Event description:
It was reported the customer was in an accident from their low blood glucose. The customer stated they had fallen and hit their head because they were dizzy for their low. Customer also stated their insulin pump went into threshold suspend, resulting in the paramedics to be called. It was found the customer had a concussion due to their accident. The date of the customer's hospitalization was (B)(6) 2014. Blood glucose at the time of admission was around 20 mg/dl. Customer stated they did not address the low alert they had received from their sensor, causing them to be hospitalized. Customer also received a weak signal alert on their sensor. Customer's blood glucose was 151 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.